Event description:
Procedure: lap. Excision of lesion of uterus. According to the reporter: during use a doctor confirmed a crack in the distal part of the shaft. New one was opened to complete the case with no problem. No patient harm. The device could be removed properly from the tissue. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).